Event description:
Photopheresis treatment aborted, due to system alarms that rn and the therakos representatives were unable to successfully troubleshoot. Crack in plastic bowl observed when ecp discontinued. Estimated 200ml blood loss.